Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer states received several error alarm after display return. Troubleshooting was performed for unexpected restart alarm and noticed they received error alarm again. The customer performed self-test and it did pass. Advised to monitor the insulin pump. The insulin pump will be returned for analysis.